Manufacturer narrative:
Corrected data: h10: additional narratives/data: "h6: patient code 3191: no code available (secondary surgery, lens exchange)" should be removed from initial medwatch report as it is not applicable. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -9..50/3.0/095 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens implanted, removed, and replaced intraoperatively for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as unknown.